Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor alarmed sensor error. The caller also mentioned that the customer removed a prior sensor and only half of the electrode was visible. Another sensor did not give an isig signal. A third sensor only functioned properly after re-starting the device. The customer no longer trusted that entire lot of sensors. However, no products were returned for analysis at this time. Three replacement sensors were shipped to the customer.